Event description:
It was reported that the optic on the intraocular lens (iol) was noticed to be damaged after insertion into the eye. The procedure was completed with a backup lens. No further information was provided.

Manufacturer narrative:
Age, weight, ethnicity: unknown/no information. Asku. Date of event: unknown/not provided. If implanted, give date: not applicable as the device was not implanted. If explanted, give date: not applicable as the device was not implanted therefore not explanted. First name: unknown/not provided. Telephone number: (B)(6). Device evaluation: product evaluation was not performed because the product was not received. The complaint issue reported could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed the one complaint for no reported device problem and not a reportable malfunction ¿ not related to the reported complaint issue. Based on the history results, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.